Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a heavily calcified and mildly tortuous distal right coronary artery. The physician attempted to advance the 3.00x32mm taxus express2 drug eluting stent but was unable to cross the lesion. The device was removed and stent damage was noted. The procedure was completed with a different device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.